Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # n54f1g. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the customer states that product was used to staple tissue. Device worked correctly. When device was removed from patient to open for a reload that device would not open. It is unknown how the case was completed. There were no patient consequences reported.